Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
The literature article entitled ¿reverse shoulder arthroplasty without subscapularis repair for treatment of proximal humeral fractures in the elderly,¿ by f.a. Grassi and I. Zorzolo, published in musculoskeletal surg (2014) 98 (suppl 1): s5-s13 was reviewed. The purpose of the article ¿reverse shoulder arthroplasty without subscapularis repair for treatment of proximal humeral fractures in the elderly¿ was to evaluate the short-term results after reverse shoulder arthroplasty (rsa) for proximal humeral fractures in elderly patients. The article reports that 19 patients who had an rsa with the delta xtend reverse shoulder system (depuy synthes) for treatment of a proximal humerus fracture performed between june 2009-june 2012 who were all women and who were followed up with for an average of 22 months (12-46 months). Follow-up methods were evaluation clinically and radiographically. All patients had the same surgical procedure with a deltopectoral approach, subscapularis resected, and a positioning jig (depuy synthes) was used to implant the cemented humeral component. The article indicates that there was only one complication noted; a patient did suffer an infected hematoma, diagnosed five days after surgery and caused by proteus mirabilis. The infection was successfully treated by surgical debridement, replacement of the moveable components (glenosphere and humeral cup) and systematic antibiotics for six weeks.